Event description:
It was reported that the physician had extreme difficulty inserting the lead into the right ventricular port of the implantable cardioverter defibrillator (ICD). Mineral oil was used to complete the insertion and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. (B)(4).